Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 750 mg/dl. The customer was vomiting prior to the event, and had been experiencing high blood glucose levels for the past two to three weeks. Troubleshooting was not possible at the time of the call, and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.